Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. User facility attached. Additional followup with the risk manager: the surgeon used additional suture to complete, there were no patient consequences. The device will be returned.

Manufacturer narrative:
(B)(4). Firing trigger handle the analysis showed that the cts45 device was received with the firing trigger broken and with a tr45g reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device was closed and opened without any difficulties noted. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were noted. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).